Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was the aortic neck was angulated 50 degrees and the iliac arteries had moderate tortuosity and moderate calcification. It was reported that the patient presented with a ruptured aneurysm. The physician deployed the stent graft slightly lower than intended which resulted in a type I endoleak. The physician placed a 32 talent aortic cuff and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - results: endoleak. Stent graft was inaccurately delivered by the user. Conclusion: stent graft was inaccurately delivered by the user.